Manufacturer narrative:
Description of event: corrected info; initial MDR inadvertently submitted without information known and relevant to the reported events at the time of initial report.

Event description:
Information was received that per the physician it is unknown whether the patient's drop attacks are above, below, or at baseline, as the patient has always suffered from drop attacks and has always had them often. It was stated that per the physician the drop attacks are possibly caused by stimulation when swiping the magnet and running diagnostics, but that the doctor did say that he understands this could all be coincidence since the patient suffers from drop attacks often. No external factors that may be contributing to the patient's drop attacks were mentioned. The programming history database was reviewed for the patient's device and it did not reveal any anomalies that indicated a device malfunction. No additional relevant information has been received to date.

Event description:
It was reported that a patient has been having drop seizures whenever the mother swipes the vns magnet and had a seizure when the physician interrogated the vns. No additional relevant information has been received to date.